Event description:
It was reported that the patient presented for a routine interrogation in clinic. It was noted that the pacing lead impedance had been increasing since (B)(6) 2021, sensing was diminished and there was no capture at maximum output on the right ventricular (rv) lead. The patient was not dependent on the device for normal function and had no complaints. The right ventricular (rv) lead was capped (B)(6) 2021 and replaced. The patient was stable throughout the procedure and was subsequently discharged.